Manufacturer narrative:
Analysis found that the reason for return couldn't be confirmed. The interface passed all functional tests. The clamps were loose. The wave washers were worn. The wave washers were replaced. The device was tested successfully according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the interface was not working. There was no patient impact.